Manufacturer narrative:
A mz1000 sample was not available for investigation, however the customer provided a video of the affected sample. Analysis of the video confirmed the customer's experience with leakage observed between the connection of the maxzero and a syringe. No obvious cracks or damage were visible which may have contributed to the leakage. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20016945 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported fault. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: when using the product, it showed a leak in the connection with the syringe. A total of 3 units were used, which continued to have the same problem.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: when using the product, it showed a leak in the connection with the syringe. A total of 3 units were used, which continued to have the same problem.